Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the broken connection could be due to user error of over tightening the connection as noted in the IFU finger tighten only. Medical assessment conclusion: although the reported complaint is unconfirmed since the device was not returned to the manufacturer for analysis, leakage of cerebrospinal fluid (csf) can occur if the integrity of the external drainage system (eds) device is compromised. Limited information was provided by the reporter on the how the device became damaged. According to the investigation, a possible root cause for the broken connection could be due to use error of over tightening the connection. Review of the device history record (DHR) showed that the reported product code 82-1731c with lot number 4756796 conformed to specifications when released to stock. The customer should carefully inspect the device for any damage prior to use and during use. As stated in the product's instructions for use (IFU), "use of this device is contraindicated where 24-hour supervision from trained personnel is not available". It was not specified if and what medical intervention was required due to the reported incident.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the eds drainage sys with a broken connection. During draining, the bag was disconnected and liquid was leaking. Without changing the bag, the connection area was broken and it was impossible to connect a new bag.